Event description:
It was reported that this pacemaker is suspected of exhibiting premature battery depletion. It was noted that the longevity has decreased faster than expected over a time period of 11 months. Device data was analyzed and the device was depleting faster than expected. Technical services (ts) recommended device replacement. The device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker is suspected of exhibiting premature battery depletion. It was noted that the longevity has decreased faster than expected over a time period of 11 months. Device data was analyzed and the device was depleting faster than expected. Technical services (ts) recommended device replacement. The device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.